Event description:
A malfunction of a pump distributed by rubin medical aps in denmark was reported, identified by code malf 0-0x277d. There was no adverse impact on the customer's blood glucose level. The customer, male, experienced the malfunction at least three times before contacting for support. Technical support (cts) confirmed the pump was still under warranty and arranged for a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to place the faulty pump into storage mode before returning it using a pre-paid label, which the customer understood and acknowledged.